Event description:
A report was received that the patient lost stimulation. During the lead revision procedure, it was discovered that three contacts had high impedances. The lead was explanted and replaced due to suspected malfunction.

Event description:
A report was received that the patient lost stimulation. During the lead revision procedure, it was discovered that three contacts had high impedances. The lead was explanted and replaced due to suspected malfunction.

Manufacturer narrative:
Sc-2218-50 (B)(4): the complaint was confirmed. X-ray inspection revealed 4 fractured cables in the proximal end. The completely severed cables are the reason for the high impedances observed. There were no exposed cables. Device evaluation indicated that the lead passed visual and mechanical testing.